Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead impedance gradually increased to high and undefined and then dropped. A few months later the impedance climbed again to undefined impedance and has stayed there. The lead also had high thresholds. The lead was capped and replaced. During the replacement procedure, the setscrew for the right ventricular lead became twisted and would not engage. The device was then explanted and replaced. No patient complications have been reported as a result of this event.